Manufacturer narrative:
(B)(4). Batch # p5770c. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. No reload was returned with the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the trigger was broken, did the firing knob break off of the device? Yes. If yes, did it fall into the patient? It fell outside the patient, the surgeon used top handle of tweezers to support push and return firing knob part remaining to completed staple line. Will the firing knob be returning with the device for analysis? Yes, part of firing knob remaining returned at ¿return knob here¿ position on device and opened device. Was there any patient consequence? No patient consequence

Event description:
It was reported that during a colon procedure, the trigger was broken when doing with the second reload. There were no patient consequences reported.